Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): during investigation, the keypad was found to be damaged; the keypad cover was torn off along both sides and held on by tape; the button contacts were exposed. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response. There was evidence of contamination found under all key contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the ok, up and down arrow keypad buttons required increased force to elicit a response. The reporter noted the keypad rubber was lifting and peeling since (B)(6) 2012. The patient reportedly wore the pump attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.